Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: during investigation, the pump powered up to the verify screen with no issues. No blank screen was duplicated. Unrelated to the original complaint, corrosion was observed in the battery compartment. The leak test passed. The pump cover was removed to find no internal moisture or defect to the display screen.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.